Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 64001, lot# n335899, implanted: (B)(6) 2015, product type: adapter. Product ID: 3550-29, lot# n393296, implanted: (B)(6) 2015, product type: accessory. Product ID: 3389s-40, lot# va03lmy, implanted: (B)(6)2013, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6)2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had uncomfortable over stimulation. The patient was being overstimulated because they had facial distortions and cramping in their arm. The patient had their implantable neurostimulator (ins) replaced the day prior to this report. A manufacturing representative was supposed to have given the patient the ability to adjust stimulation, but they did not have that. Stimulation was turned on at the time of this report and the patient was not able to adjust or decrease stimulation. Since implant, the patient programmer kept going on by itself and beeping and the patient's settings did not seem to be the same. The patient needed programming changes and they were going to meet with their healthcare professional(hcp) to have them check things over. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that something had been missed during setting up the settings. The patient had gone to see a healthcare professional on (B)(6) 2015 and he had set up the settings and the patient was getting good therapy now.